Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient¿s battery was in overdischarge due to patient compliance and the patient wasn't aware how much battery life was left or the last time he charged the device. The rep reported that they met with the patient on (B)(6) 2018 and conducted triple charges and was unable to get a normal charge screen. The rep reported that this was the second overdischarge with this battery for the patient. It was noted that 2 60-minute timers were done to try and resolve the issue. The rep reported that surgical intervention was planned but not yet scheduled. No further complications were reported.